Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 70 mg/dl. Customer reverted to manual injections for insulin therapy.